Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was displaying red x and chirping with information indicating a battery issue. There was no pt involvement.